Manufacturer narrative:
The unit had normal operating currents and no unexpected off no power, low battery, battery out limit, or failed battery test alarms during testing. The unit passed the rewind test, basic occlusion test, and displacement test. The unit was unable to prime at 3.0 lbs. During the prime test due to a faulty force sensor resistor. The unit did not have a motor error or no delivery alarm. The motor passed the motor test. The unit had a minor scratched lcd window, a scratched case, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip, a scratched reservoir tube window, and a missing address label. (B)(4).

Event description:
The customer called in to report that the insulin pump alarmed motor error during a bolus and a low battery alert. The customer's blood glucose level was 110 mg/dl. The customer could not recall any significant events leading to the alarm. The customer declined to troubleshoot for the low battery alert. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer's device was replaced, and was informed to return the product for analysis.